Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo of a device. The pivot rivet is broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The stapler was able to fire. The screw of the cartridge dropped. The device component fell into the cavity of the patient. In order to resolve the issue and complete the case, the component was removed from the patient. There was no patient harm. The patient status is alive, no injury.